Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 50 mg/dl treated by food then blood glucose went high to 337 mg/dl and treated with insulin pump. Customer declined to trouble shoot high and low blood glucose. The insulin pump will not be returned for analysis.